Event description:
During a procedure on (B)(6) 2024, a sheath on an olympus cf-hq190l scope tore open inside a patient. The tearing resulted in several small fragments of the sheath to remain in the patient as the scope was removed as well as exposure to internal mechanisms of the scope within the patients gi tract. There was slight mucosal damage due to the equipment failure. The physician determined no need for further action on that part as patient should pass the pieces. It was determined that the most recent repair to the outer sheath of the scope was completed via ers (endoscopy repair specialist inc.) And not the OEM.